Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed which observed that the tube was cut. The reported condition was verified. The cause of the condition was due to incorrect bonding during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a split was observed on the tubing of a continu-flo solution set. This was identified prior to use. There was no patient involvement. No additional information is available.